Manufacturer narrative:
H7, h9: updated. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. The downstream/upstream occlusion seals were replaced. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was air in the line. There was unknown patient involvement.